Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No compromised force sensor system alarms noted. However, the drive support disk was found slightly loose. The device also had cracked case at reservoir tube, minor scratched lcd window, and missing end cap sticker. No belt clip assembly received with the device, unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Customer stated it has been sticking out for a couple of months; she has not pressed it while being connected. Blood glucose value was 88 mg/dl. Nothing further reported.